Event description:
During an orif proximal femur on (B)(6) 2013, the surgeon had difficulty aligning distal screw for insertion and reported that the aiming assembly, specifically the aiming arm and handle were suspect. The surgeon was able to insert the distal screw by manipulating and slightly bending the drill sleeve. The procedure prolonged 5 minutes and completed to the satisfaction of the surgeon. This is 1 of 2 report for the same event (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information. The device was returned and is entering the complaint system. The investigation is ongoing.